Event description:
The provider stated the end user complained the chair stops by itself. The end user stated to the provider the lights on the joystick are normal when the chair stops and the end user will wiggle the joystick to make it drive.